Event description:
A patient report was received from FDA through the maude voluntary reporting database, (B)(4). Patient reports the following: "I underwent a customvue lasik enhancement with an amo (abbott medical optics) visx star s4 to treat the residual hyperopia and astigmatism in my left eye from a previous customvue lasik. My left eye has experienced a significant decreased vision after the procedure. It has prevented me from reading as well as evening driving with my left eye. My corneal specialist feels this is due to irregular astigmatism as a result of the enhancement procedure. During the procedure the activetrak and iris registration feature appeared to not have worked the way they were intended and resulted in a decentered ablation pattern and deteriorated vision. I have contacted the dr and submitted the relevant tests/lab data/operative report for his review."

Manufacturer narrative:
The reporter is contact information is unknown as is the system identification and clinic. Product evaluation is not possible. All pertinent information available to amo has been submitted.